Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. The physician did not save the data and stated the device may not be replaced as the patient has an intrinsic rhythm and does not require therapy. A boston scientific technical services consultant documented and discussed a replacement interval. The device remains in service and no adverse patient effects were reported.